Event description:
On (B)(6) 2008, a (B)(6), female, with severe mitral valve regurgitation and paroxysmal atrial fibrillation was admitted to (B)(6) for a ventriculoseptal myomectomy, radical mitral valvuloplasty and cox cryo maze. The procedure was performed on (B)(6); she tolerated the procedure well and was admitted to cardiovascular intensive care unit (cvicu) in stable condition. The postoperative chest film taken on the same day identified a moderate right pleural effusion. The surgeon decided to place a chest tube at the bedside to remove excess fluid that had accumulated in the pleural cavity. The surgeon made a 10 mm incision in the right sixth intercostal space in an aseptically prepared field in order to insert the chest tube. During the insertion process, a hemostat clamp provided in an atrium pleuraguide chest tube insertion kit (model lot: 10348431 ref# (B)(4)), fractured at its jaw and one of the jaws of the clamp was left in the intrathoracic cavity. The surgeon attempted to retrieve the fragment of the clamp at bedside, but was unsuccessful. The patient was immediately brought to the operation room for removal of the fragment. The fragment was removed successfully. The patient tolerated the procedure well and returned to cvicu in stable condition.